Event description:
Biomed requested assistance downloading event logs because the facility is investigating an overinfusion via pca. The biomed stated that the pt was able to deliver more medication than was allowed. The pt safety officer reported that pt tampering with pca is suspected and that the pt may have broken into the pump to obtain additional medicine. Event details are as follows: hydromorphone 50 mg/50 ml was ordered on (B)(6) 2012: dose 0.5 mg pca, basal rate 1 mg/hr, delay 10 minutes, one hour limit 4 mg/hr. On (B)(6) 2012 at 2000, an order was received to adjust rate (new rate not provided). A new pac "bag" (assumed to mean syringe) was hung at 0430 on (B)(6) 2012. At 0505, the pt was heard yelling and was found on the floor with the pump lying on top of her; she denied injury and denied having fallen. "At this time the nurse noted that the pca appeared to have been tampered with - the door was locked, the plunger holder was raised to the top, and the clamp was flipped out to the left and the pca was held in by the flange only. When the door of pca was opened to fix it was noted that there was only 30ml of the 50 ml remaining in the syringe. The nurse interrogated an noted: 6.99 mls used, 18 attempts, 5 injections, 13.01 ml unaccounted for. No harm to the pt, vital signs remained stable. Pt's roommate stated she saw the pt open the door and push the syringe; pt later admitted "she might have pushed the syringe." No further pt or event details were provided.

Manufacturer narrative:
(B)(4). Although requested, neither the logs nor the device have been received. A follow up report will be submitted with failure investigation results should the logs and/or device be received for evaluation.